Event description:
It was reported the lead was removed due to suspected lead failure. Oversensing was noted on a stored egm. The patient is in good condition after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the outer insulation abraded and the sensing cables were extended outside of the lead body between 14.0cm and 16.0cm from the connector pin. The ptfe insulation of one of the sensing cables was abraded at the same area and the metal wires were exposed. The damage found is consistent with friction to the ICD can.